Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery (rca). A 4.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the target lesion but failed to cross due to the tortuousity and calcification of the lesion. Upon removal, the physician noticed that stent was lifted. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: only the stent delivery system was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that after the physician removed the stent from the patient, the stent got detached from the delivery system outside the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after the physician removed the stent from the patient, the stent got detached from the delivery system outside the patient's body.